Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead was extrinsically breached due to a cut and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. It was further noted that there was blood on the proximal conductor of the lead and it was not obstructed.

Event description:
It was reported that during the implant attempt the physician noted possible lead insulation damage. It was further reported that the lead passed through the introducer and into the superior vena cava and after splitting the introducer the physician noted blood egress into the insulation and suspected insulation damage. The attempted lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.